Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: item#:00599601752; femoral component size g right; lot#:63330358. Item#:00111214001; palacos r 1x40 single lot#:unknown. Item#:00111214001; palacos r 1x40 single lot#:unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00225, 0001822565-2020-03259, 0001822565-2020-03258.

Event description:
It was reported the patient underwent a revision two months ago after undergoing an initial right total knee arthroplasty four years prior, due to pain and loosening of the tibial plate and femoral component. The patient had to limit activities due to pain.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Radiographs and medical records were provided and reviewed by a healthcare professional. Images will not be sent to mmi as all four are immediate post-revision films. Previous mmi findings has been incorporated into the timeline. Review of the available records identified the following: pain and loosening of both tibial and femoral component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.